Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air gap present throughout the tubing. During troubleshooting with tandem technical support the air gap was able to be expelled and insulin delivery resumed. Contact reported the luer lock connection may have been loose. Customer had elevated blood glucose (bg) levels (425 mg/dl). Customer delivered an injection to address elevated bg levels.